Event description:
It was reported that the pulse generator frequently exhibited a telemetry anomaly and in (B)(6) 2015, telemetry could not be performed. A pulse generator replacement was recommended; the patient declined.

Manufacturer narrative:
(B)(4).